Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the emergency room. Interrogation of the device revealed intermittent right ventricular (rv) capture at maximum outputs. The patient felt symptomatic with loss of bi-ventricular support. A slight change in pacing impedance measurements was also observed. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.